Event description:
It was reported that the programmer did not boot. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer did not boot, it intermittently had a long boot and then booted to an error. The link electronic module board was replaced and the software reloaded to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.